Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that review of the data from this device revealed a battery depletion code. A boston scientific engineer identified the device had 285 magnet applications which resulted in the battery depletion code. The battery showed signs of recovery since removal of the magnet. No adverse patient effects were reported.